Event description:
Additional information reported indicated at that the patient had their neurostimulator removed. It was noted that there was hospitalization due to the event, but that there was no patient injury. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient was going to have his implantable neurostimulator (ins) explanted in two days in order to have an MRI performed on his back. The MRI was necessary because the patient fell and hurt his back. The patient reported the ins had worked well for about a year, but since then had started to "aggravate" his knee. Reprogramming was performed on multiple occasions but did not help. The patient "hasn't been able to use it since." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3708160 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension product ID 3708160 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product type extension. (B)(4).